Manufacturer narrative:
(B)(4). Attempts have been made to receive further information regarding the device with no response, causing the explanted device to not be returned to edwards. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Regurgitation which develops over time can be due to a number of issues including patient related factors. In this case, dehiscence of the valve was reported and may have contributed to this event.

Event description:
It was reported that a (B)(6) male underwent an aortic valve explant after an implant duration of one (1) year, eight (8) months due to a combination of aortic insufficiency, perivalvular leak and dehiscence. This was replaced with a 21 mm pericardial bioprosthesis. The patient tolerated the procedure well and there were no complications.